Event description:
It was reported that the 9800 system would not hold the last image on the screen. Both monitors were black unless the fluoro footswitch was pressed then they had live image until the footswitch was released. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Identified the need to replace the singe board computer, generator interface board, image processor and the hard drive. Parts have been order and once replaced it is believed that the noted issue will be addressed. If additional info should indicate otherwise, a followup will be submitted as required.